Event description:
Boston scientific received information that the patient came to the emergency room after experienced syncope. Upon interrogation it was noted that the device had reached end of life (eol) one and a half years earlier and was in storage mode. Boston scientific technical services (ts) advised that the device be changed out emergently as there was no therapy available to the patient once storage mode is reached. Subsequently a revision procedure was performed where the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed that all sealplugs were intact and all setscrews moved freely. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.